Event description:
It was reported that the patient presented for a procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture and high pacing impedance. The rv lead was not used. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of loss of capture was confirmed while the reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual examination showed that the helix was extended/bent and the outer insulation was twisted consistent with procedural damage. During electrical testing, the lead was shorting due to over torqued inner coil at the connector region as confirmed via x-ray examination. The cause of the reported event loss of capture was isolated to the over torqued inner coil consistent with procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.